Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip broke during use. Please note that is was reported the tip was retrieved from the patient and the case was completed successfully.

Event description:
It was reported that the tip broke during use. Please note that is was reported the tip was retrieved from the patient and the case was completed successfully.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: tip of probe snapped off. Probe and broken piece retrieved from knee the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub the product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.